Event description:
Pt had devices implanted (B)(6) 2009 and claims she has had a variety of symptoms including; painful cramps, lower back pain, headaches, numbness in hands and feet, and major depression since she had the essure procedure. She had the devices removed laparoscopically through a bilateral salpingectomy on (B)(6) 2012 and the physician found the left coil had perforated and was adhered to the omentum in her bowel. The right coil was in satisfactory location. Pt reported on (B)(6) 2012 that she has been pain free since the surgery.

Manufacturer narrative:
(B)(4).